Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer report numbers: 2184149-2021-00032. During the procedure, after the patient was prepped, when the patch was validated, the system showed a location shift error. The system was power cycled several times and the amplifier was disconnected and reconnected, but the issue persisted. The procedure was cancelled due to these issues. There were no adverse patient consequences.